Manufacturer narrative:
. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 250 mg/dl. No significant events leading to the alarm were observed. The customer's mother stated that the customer had been experiencing frequent high blood glucose readings. She noted that the only time that they did not observe high blood glucose was in the mornings when the customer woke up, since they treated her with bolus corrections at midnight. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.